Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid was found to be leaking from the back of the tubing while attempting to resolve a cycler alarm during dialysis treatment. Follow-up was made with the pd patient, who stated the fluid leak was observed when he opened the cassette door and was removing the cassette from the cycler and confirmed there was no issue with overfill and no injury occurred. The patient stated he was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. The patient stated he did not require any medical intervention or additional treatment as a result of the reported fluid leak.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid was found to be leaking from the back of the tubing while attempting to resolve a cycler alarm during dialysis treatment. Follow-up was made with the pd patient, who stated the fluid leak was observed when he opened the cassette door and was removing the cassette from the cycler and confirmed there was no issue with overfill and no injury occurred. The patient stated he was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. The patient stated he did not require any medical intervention or additional treatment as a result of the reported fluid leak.